Event description:
A paratrend 7 fl sensor (lot #716-347) was calibrated and inserted without difficulty into a catheter in the femoral artery. The sensor worked well for approximately 30 seconds, whereupon the ph valve ceased to be reported. The sensor was returned to diametrics medical ltd for routine investigation. The associated tonometer, in which the sensor is retained during transportation and calibration, was not returned. There was no report of any injury to the pt.